Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 75446545, 75446540, 7540020, 8690040. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Medical advisor states the patient reportedly underwent titanium pedicle screw fusion. Subsequent MRI somehow reportedly induced implants to create second degree burns of skin over implant. Although it is established that ferromagnetic material can be caused to heat in an MRI field, this report does not appear to be even remotely possible because: titanium is not ferromagnetic and has not been shown to be affected by a MRI field to the same extent. The implants are several centimeters deep to the skin, and the amount of heat necessary to cause blistering of the skin would cause large scale necrosis, charring of the surrounding muscle, myoglobinuria, large scale renal failure and basic cooking of the paraspinal musculature. It is believed that the device did not malfunction and is not at fault in this report. This report is for notification purposes only.

Event description:
It was reported that the patient underwent a lumbar fusion surgical procedure with rods, screws and vertebral body replacement. It was reported that sometime post-op the patient underwent MRI testing. During the MRI the patient experienced a burning sensation on the patients back. The patient was examined by a doctor who diagnosed the patient with second degree burns. No additional patient complications were reported.